Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00717.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) with a penumbra system 4max reperfusion catheter (4max). During the procedure, while advancing the velocity though the 4max, the physician experienced friction; the velocity became kinked and the tip was unable to advance out of the 4max. The velocity and 4max were removed from the patient and the procedure was completed using a penumbra system 3max reperfusion catheter (3max) with another manufacturer's device. The patient's clinical outcome is limited and the patient has limited insular deficit, as was expected, considering the location and minor residual thrombus.

Manufacturer narrative:
Result: the velocity delivery microcatheter (velocity) was fractured approximately 33.0 cm from the hub. The velocity was kinked approximately 51.0 cm from the hub. Conclusion: evaluation of the returned device revealed that the velocity was fractured and kinked on the proximal shaft. This type of damage typically occurs due to improper handling during use. If the catheter is forcefully advanced against resistance, damage such as this may occur. Since the 4max was not returned for evaluation, the root cause of the resistance mentioned in the initial report could not be determined. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) with a penumbra system 4max reperfusion catheter (4max). During the procedure, while advancing the velocity through the 4max, the physician experienced friction; the velocity became kinked and the tip was unable to advance out of the 4max. The velocity and 4max were removed from the patient and the procedure was completed using a penumbra system 3max reperfusion catheter (3max) with another manufacturer's device. The patient's clinical outcome is limited and the patient has limited insular deficit, as was expected, considering the location and minor residual thrombus.